Event description:
The customer contact reported a separation. The male adapter of an unspecified primary tubing set was connected to the clave port of the extension tubing set and was being used to deliver an unspecified volume of normal saline at an approximate rate of 100ml/hr. It was reported that after the patient "had gotten up to weigh her," the tubing separated from the connection of the tubing to the clave port of the extension tubing set. It was reported that "approximately two to three tablespoons" of blood loss was noted. The extension tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.